Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a left ventricular auto threshold test above programmed amplitude or suspended, high capture thresholds have been exhibited. Technical services (ts) recommended further evaluation options. This crt-d remains in service. No adverse patient effects were reported.